Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("persistent bleeding") in a 23-year-old female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 2 (live birth: (B)(6) 2010 and (B)(6) 2011). Concurrent conditions included migraine, vaginal pain, vaginal discharge, libido decreased, heart rate irregular, redness, swelling nos, fever, dizziness and general anesthesia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (other) bacterial vaginosis"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems anxiety and depression"), depression ("psychological or psychiatric problems anxiety and depression") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("left back pain (severe)"). The patient was treated with paroxetine hydrochloride (paxil), surgery (surgical removal of coil(s), bilateral cornual resection with removal of the essure device intact), surgery (reversal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and back pain was resolving and the dyspareunia, genital haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, fatigue, migraine, anxiety, depression, weight increased and headache outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it after essure removed. Essure did not caused birth defects. Post removal of the essure device intact, bilaterally, she followed by ampullary insertion, to the coned-out section of the uterus on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Last pap smear was 1 year ago (unspecified date in 2012) and showed hpv changes. On (B)(6) 2013, routine gynecological examination, diagnosis: negative for intraepithelial lesion and malignancy. Hpv results ¿ negative. Urine culture: culture shows less than 10,000 colony forming units of bacteria per milliliter of urine. This colony count not generally considered to be clinically significant. Xr hysterosalpingiogram on (B)(6) 2013, findings: the uterine cavity demonstrates no intraluminal filling defects. Essure inserts are noted in the expected locations of the fallopian tubes, contrast material docs not pass beyond the cornu of the uterine cavity bilaterally, no peritoneal spillage of contrast material. These findings are compatible with bilateral tubal occlusion. Pelvic ultrasound on (B)(6) 2016, findings: linear echogenicity consistent with sterilization device was seen in both fallopian tubes, no evidence of abscess, free fluid or other complicating process the uterus appears normal. The endometrial thickness was 4.6 mm. Both ovaries appear normal. Urinary bladder was normal. Impression: normal pelvic sonogram. On 20-mar-2017, gynecological report, diagnosis: negative for intraepithelial lesion or malignancy. Other findings: moderate estrogen effect, moderate inflammation. On 22-mar-2017, encounter for gynecological examination without abnormal findings. Xr abdomen on (B)(6) 2017, report: the bowel gas pattern was non-obstructive. There are no suspicious calcifications. Bilateral essure devices project over the pelvis. Impression: bilateral essure devices projecting over the pelvis, no acute findings. Current weight as of (B)(6) 2018: 114 lbs. Approximate weight at the time of essure placement: 114 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, dysmenorrhoea, back pain, fatigue, pelvic pain, migraine, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 2 (live birth: (B)(6) 2010 and (B)(6) 2011). Concurrent conditions included migraine, vaginal pain, vaginal discharge, libido decreased, heart rate irregular, redness, swelling nos, fever, dizziness and general anesthesia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (other) bacterial vaginosis"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems anxiety and depression"), depression ("psychological or psychiatric problems anxiety and depression") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("left back pain (severe)"). The patient was treated with paroxetine hydrochloride (paxil), surgery (surgical removal of coil(s), bilateral cornual resection with removal of the essure device intact) and surgery (reversal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and back pain was resolving and the dyspareunia, genital haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, fatigue, migraine, headache, anxiety, depression and weight increased outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it after essure removed. Essure did not caused birth defects. Post removal of the essure device intact, bilaterally, she followed by ampullary insertion, to the coned-out section of the uterus on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Last pap smear was 1 year ago (unspecified date in 2012) and showed (B)(6) changes. On (B)(6) 2013, routine gynecological examination, diagnosis: negative for intraepithelial lesion and malignancy. Hpv results ¿ negative. Urine culture: culture shows less than 10,000 colony forming units of bacteria per milliliter of urine. This colony count not generally considered to be clinically significant. Xr hysterosalpingiogram on (B)(6) 2013, findings: the uterine cavity demonstrates no intraluminal filling defects. Essure inserts are noted in the expected locations of the fallopian tubes, contrast material docs not pass beyond the cornu of the uterine cavity bilaterally, no peritoneal spillage of contrast material. These findings are compatible with bilateral tubal occlusion. Pelvic ultrasound on (B)(6) 2016, findings: linear echogenicity consistent with sterilization device was seen in both fallopian tubes, no evidence of abscess, free fluid or other complicating process the uterus appears normal. The endometrial thickness was 4.6 mm. Both ovaries appear normal. Urinary bladder was normal. Impression: normal pelvic sonogram. On (B)(6) 2017, gynecological report, diagnosis: negative for intraepithelial lesion or malignancy. Other findings: moderate estrogen effect, moderate inflammation. On (B)(6) 2017, encounter for gynecological examination without abnormal findings. Xr abdomen on (B)(6) 2017, report: the bowel gas pattern was non-obstructive. There are no suspicious calcifications. Bilateral essure devices project over the pelvis. Impression: bilateral essure devices projecting over the pelvis, no acute findings. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, dysmenorrhoea, back pain, fatigue, pelvic pain, migraine, depression, anxiety. Most recent follow-up information incorporated above includes: on 12-feb-2018: plaintiff fact sheet and medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events bacterial vaginosis, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, anxiety, depression, weight increased, back pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.